Event description:
Reporter stated that customer received the following results on the mobile system within 10 minutes: 1. 31 mmol/l, 8.0 mmol/l, and hi(result > 33.3 mmol/l) 2. Hi(result > 33.3 mmol/l), 6.0 mmol/l and 7.0 mmol/l result of hi was not duplicated. Sets of readings were taken at different times. No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation; however, the suspect strips are not available any longer and will not be returned. The meter was returned and the memory downloaded. The stated values of the customer were found (but on different days and not on the same, mentioned day).

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device will not be returned.